Event description:
Customers contacted haemonetics on (B)(6) 2008 reporting their orthopat machine had no power. No injury or reaction was reported.

Manufacturer narrative:
Customers contacted haemonetics on (B)(6) 2008 reporting their orthopat machine had no power. No injury or reaction was reported. Evaluation of the machine confirmed the reported issue. The issue was caused by a major blood spill which damaged inner components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).